Event description:
It was reported that the patient presented in clinic experiencing bradycardia. Upon review, the right ventricular lead exhibited loss of capture. Chest x-ray imaging was performed and confirmed that the lead had dislodged. The lead was explanted and replaced. The patient condition was stable.